Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed motor error inserting reservoir. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Nothing further reported.